Event description:
Trucore 14g and 16g used for mammae biopsy. No co-axial needle used. Complaint that they don`t get a full 19mm sample. Therefore, they had to repeat the procedure several times and it resulted in a hematoma. They have the impression that the needle isn`t sharp because it fastened to the parenchyma and they had to use extra force to get it out.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Trucore 14g and 16g used for mammae biopsy. No co-axial needle used. Complaint that they don`t get a full 19mm sample. Therefore, they had to repeat the procedure several times and it resulted in a hematoma. They have the impression that the needle isn`t sharp because it fastened to the parenchyma and they had to use extra force to get it out.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. Nineteen unopened devices were returned for evaluation. The actual used device was not returned. Visual inspection found no damage to the devices. Five devices were opened and test fired with no issues encountered. The devices were also checked for sharpness and were found to be within argon specification. It was stated that the customer chose not to utilize a corresponding coaxial, which have aided with the use of the device. It was not stated whether or not the device was test fired, which could cause issues with the functionality of the device, per the IFU. Since no manufacturing defects could be found with the returned devices, no corrective action was taken.